Event description:
It was reported that the pt had been experiencing a loss of therapeutic effect. The pt heard an occasional audible alarm and was having a return of symptoms. The pt had also experienced sweating and shaking after getting a dose of medication. The events started approx 8 months prior to the original call. The pt feels like he was getting a bolus of medication between 6:30 to 8:30 am, but then wouldn't get medication for two days. The pt was told by the nurse that there was no bolus programmer. There was concern that microwaves could be affecting the operation of the pump. The pt was also experiencing problems with the location of the pump as well as scar tissue that had formed over the fill port on the pump. It was reported that it was a very difficult, painful, and lengthy process (30 to 60 minutes) for the health care providers to access the port. It was also reported that a catheter revision had been performed (no date provided) during which six inches were added to the catheter along with a sleeve around the catheter to prevent scar tissue from forming. It was indicated that the physician wanted to do surgery on the granuloma. The pump was used to administer morphine, dilaudid, baclofen. The pt's status was reported as fair to good and the pt was located at home. There were no problems seen during a dye study and roller study (date of test not reported). An MRI was also performed (date and results not reported). Additional info has been requested, a follow-up report will be submitted if add'l info becomes available.